Event description:
A customer report prompted an in house investigation that revealed the stained sample stability of blood specimens stained with bd monoclonal antibody reagent products in bd trucount tubes is less than 24 hours stated in the labeling. This is due to a higher than expected rate of aggregation of the trucount beads due to interactions with the blood of certain donors, which appears to get worse overnight. The consequence with the bd procount may be falsely elevated cd34 counts in samples stained, and then held for more than 4 hrs. Cd 34 enumeration is routinely performed to assess the status of peripheral blood stem cell (pbsc) mobilization in donors and determine number of pbsc in the apheresis product and to determine the dose of stem cells a pt will be receiving. Current medical practice usually requires a rapid turnaround time for this test (<4 hrs) to determine if a pt is either mobilized or the apheresis product is sufficient and no further collections are needed. However, if samples are held longer than 4 hours it is possible for this problem to occur and result in a falsely elevated cd34 positive cell count. This might result in a pt being transplanted with a lower than expected number of stem cells, which might lead to delayed engraftment in the recipient. Tritest multitest and leucocount are not addressed because the aggregation does not adversely affect clinical outcomes.